Manufacturer narrative:
Concomitant product: product ID: 3889-28, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient visited the hospital on (B)(6) 2015. There were no problems in particular, the patient had no further bowel incontinence, they had good progress and their condition was going well. The stimulator implantation region seemed a little red, but the patient didn't complain about pain and didn't have any problems with their body as a whole, so they left the patient as is and would monitor the situation. The patient visited the hospital again on (B)(6) 2015 and there was an abscess in the implantation region of the stimulator. The location was sterilized, and then antibiotics were administered. The patient had no complaints about pain and no fever. The patient had suspected signs of infection and a wound culture was performed. System removal would be considered depending on the results and the patient's condition. It would be determined if it was an infection the next time the patient visited the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the cause of the event was complications accompanying surgery. The discharge culture results were positive for fungi. The patient recovered. The classification of severity was not severe. Relevant medical history includes fecal incontinence symptoms after rectal cancer surgery.